Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
On (B)(6) 2022, when the distributor supported a pacemaker check on the patient at the regular follow-up, it was confirmed that fallback mode switching (fms) frequently occurred in the kora 250 dr implanted patient (1728 episodes). When confirming episodes, fms occurred because the atrial signals were continuous for 125 ms (occurred 1728 times from 2022-03-11 to 2022-09-12). P wave amplitude was around 5mv, sensitivity setting was 0.4mv, sam is on. An atrial threshold test was performed, and information was obtained that the atria became tachycardia within a short period of time after pacing capture failure. Is it okay to judge this event as real profanity? Since the atrial signals are so regular and fast as 125ms, the most recent xfine high polarization fsn came to mind. Implant date (B)(6) 2017 pm: kora 250 dr (710be6ee), a: petite 44 erjb (B)(4), v: vega r52 (52drg01134)